Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited failure to capture. The lead was removed and replaced. Patient was in stable condition.

Manufacturer narrative:
The reported event for failure to capture was confirmed. Final analysis found the complete lead was returned in one piece. Visual inspection of the lead found a twisted lead body insulation consistent with procedure damage. X-ray examination found an over torqued inner coil at the connector region. The lead had a short and failed the hi-pot test due to an over torqued inner coil at the connector region, consistent with procedure damage. The cause of the reported event was due to electrical shorting due to over-torquing of the inner coil consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.